Event description:
It was reported that the patient went to the hospital for a planned lap chole. When the patient was connected to the monitor in the operating room they were found to be in ventricular tachycardia (vt). The case was aborted and the patient was sent to the emergency room. The log files were reviewed and contained an unsustained low flow estimate when the calculated pulsatility index (pi) was briefly elevated. This appeared to not be related to any device malfunction. The log files also contained clusters of pi events. No unusual system controller alarms, pump temperature, or any other abnormal pump faults were seen in the log file. The device was operating as expected electronically and mechanically. The patient experienced no acute symptoms of arrhythmia. The patient was amio bolus and was shocked back into a paced rhythm. The arrhythmia did not result in clinical compromise. It was unsure whether the patient had a history of arrhythmia pre-left ventricular assist device (lvad). An implantable cardioverter defibrillator (ICD) was implanted prior to the lvad. The arrythmia resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular tachycardia could not be conclusively determined through this evaluation. The submitted log files revealed no notable events or alarms and captured the pump functioning as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.